Event description:
Customer answered a call from an outreach callback list. Customer reported a malfunction with his enlite sensor since the sensor glucose and meter glucose had different readings. The customer also stated he was not currently wearing the sensor. Troubleshooting explained the differences in the readings could be due to calibrating issues. Customer was advised on steps to follow before calibrating. Customer was also advised that they may have "false lows or highs" during the night and day. The customer is also advised that his readings may be affected by pressure put on the sensor. Customer also stated he does not upload to carelink. He is advised to upload his readings to carelink. Customer is also advised to reach out to the 24 hour helpline for any issues. No other information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.